Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report an emergency room visit for high blood glucose levels and several no delivery alarms. The customer's blood glucose level was 585mg/dl at the time of incident. The customer reported the alarm was resolved by a complete set change. The customer did not report any symptoms. It was unknown if the customer was wearing the device at the time of admission. The cause of the event was unknown. It was unknown how the customer was treated. The customer went to the hospital to get manual injections. Nothing was replaced or returned.